Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "three quarters down on the display there are lines" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display. The main display assembly was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction that "three quarters down on the display there are lines". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the med surg department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.